Event description:
Patient had replacement of baclofen pump and replacement of intrathecal catheter. Indermil tissue adhesive used for wound closure. Incision developed severe induration and erythema on postoperative day 2 that was thought to be a result of contact dermatitis to the indermil. Indermil was removed and incisions dressed with hydrocortisone cream. Induration resolved by discharge one week following procedure.